Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with four proglide devices, using the pre-close technique with a 10f sheath, prior to a right popliteal aneurysm stent graft repair. Reportedly, a suture failure occurred with all four devices. A cut down and arterial suturing was performed under general anesthesia to achieve hemostasis. The physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.